Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they tried to put insulin pump in storage mode but it doesn't restart anymore. Customer blood glucose value was unknown. The customer reported that the insulin pump does not accept the batteries. The insulin pump will not be returned for analysis.